Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
There was noise on the lead which inhibited pacing. The lead was isolated, abandoned, and replaced. The patient's condition was good before, during, and after the procedure.